Event description:
It was reported that the customer experienced issues with differences between the sensor glucose values and the blood glucose values. Since the reported issue was a past event the customer did not provide specific values. They only stated that at some point their blood glucose was 480 mg/dl, which was treated with manual injection - per their doctor's advice - and their blood glucose decreased to 80 mg/dl. The customer stated that they received assistance regarding the proper calibration process and have not had any issued since. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.